Event description:
It was reported that a patient had disconnected a leaking solution bag from a peritoneal dialysis (pd) set with cassette and had connected a new solution bag, which is a re-use of single use supplies. This occurred during pd therapy. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Event occurred on an unknown date in (B)(6) 2013. The sample was not available for evaluation. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.